Manufacturer narrative:
(B) (4): x-rays were not provided to the manufacturer for evaluation. No product was returned for evaluation.

Event description:
It was reported that post-op x-rays revealed a broken rod. Reportedly, the surgeon wants to revise the pt and replace with another system. No pt complications were reported.